Event description:
Pump declared cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer was instructed to inspect and clean the pump, but was unable to successfully load the cartridge. Customer requested to speak with a supervisor after declining further troubleshooting.